Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt had high lead impedance readings at an office visit. The pt underwent a lead revision and the generator was replaced due to incompatibility with the new lead. The explanted lead and generator have been requested for return. No further info is known.